Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6 h11: the device was evaluated on site by a baxter technician. A downstream (distal) occlusion sensor test, upstream occlusion sensor test, and flow rate accuracy test were performed, and there were no issue noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused antibiotic during patient therapy in the cardiovascular intensive care unit (cvicu). The antibiotic was scheduled to be finished infusing at 21:50pm. When assessing for completion the bag was full. The secondary tubing was not clamped and it was dripping into the chamber. There were seconds remaining on the time to be infused however the bag was reported to be full. The primary bag did not seem to have any less in volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.